Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed.(B)(4).

Event description:
Customer reported false negative reactions using both treated and untreated cells with a patient sample containing anti-e.